Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to difficulty inserting the guidewire. The lead was explanted and replaced without incident. No adverse patient effects were reported